Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller states patient reported they had an ablation done and after this the ins "would not work/won't turn on". Caller indicated that this may also be the case with the programmer as they think patient meant that they "can't do anything with it". Tss recommended pt recharge programmer if it is not powering on and seeing if patient was able to activate MRI mode. Caller was not with pt at time of call. Patient called about getting an MRI. The patient said the therapy doesn't do anything for them. It doesn't work anymore. Patient had an ablation. When they went to put her back in sinus rhythm she thinks it was the issue. Patient gets a message on the patient programmer device has lost all data contact your clinician. Redirected patient to their doctor. Patient said the issue happened in (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.